Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer stated the pump turned off and would not turn back on. The customer reported a blood glucose value of 48 mg/dl. The customer experienced hypoglycemia and was treated with a drink of orange juice. The event involved product(s) mmt-332a, mmt-397a, and mmt-1780kpk. Troubleshooting was performed for the blank display and the blank display at the time of the call. Troubleshooting was partially performed for the low blood glucose. It was unknown whether the customer was using the pump within 48 hours before the event and whether the auto mode feature was active or not at the time of the event. No further patient complications were reported. No product return is required for mmt-332a and mmt-397a. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1780kpk was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
The test p-cap and reservoir locked properly into reservoir compartment during testing. The pump alarmed pump error 35 during rewind due to moisture damage on the electronic assembly. Unable to perform the functional tests, including sleep current measurement test, active current measurement test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and self-test due to the blank display. Successfully downloaded history files and traces using thus software. The pump was cut open to perform visual inspection and moisture damage was found on the keypad connector on j1/pcba1, j6 connector internal battery, j7 power connector, motor and force sensor during visual inspection. The following were noted during visual inspection: minor scratches on lcd window, scratched case, cracked keypad overlay, missing display window cover, faded serial number label, cracked case (corner of belt clip rails), cracked retainer and cracked battery tube threads. In summary, customer alleged blank display not confirmed. Exposed to moisture on electronic assembly noted during visual inspection. Pump error 35 alarmed during testing. Unable to verify low bg anomaly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.